Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the u.s.

Event description:
It was reported that the cannula of a cleo® 90 infusion set remained under the skin of the patient during removal of the set. The site was red and "indurated". A surgical procedure took place for the removal of the cannula. No permanent injury was reported.

Manufacturer narrative:
Three cleo® 90 infusion sets were returned from the same part number as the product in question for analysis in unused conditions. The samples were visually inspected at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. The samples in unused condition were tested by inserting into an insertion pad. No detachments were detected in any of the samples. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The product fault was not confirmed. See MFR 3012307300-2018-00703.